Manufacturer narrative:
The complaint of a catheter leak is confirmed. During functional testing, a leak was observed emanating from the juncture of the tubing shows the break line to be irregular and proceeds perpendicular to the axis of the tubing. The break site is jagged with a granular veneer. The break line is perpendicular with the central axis of the tubing; however, at this time the exact mechanism of damage cannot be determined. The discoloration of the catheter between the extension legs and bifurcation site is due to chemical staining. Evident by the complaint sample that was returned it appears the catheter has been exposed to a harsh skin prep or catheter cleaning solution. The product IFU states "acetone and peg-containing ointments can cause failure to this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g. Polysporine are the preferred alternative." The notes in this file did not indicate how long the device had been in place prior to the complaint incident. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. This appears to be a user maintenance issue. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that after the pt finished dialysis a pool of blood was found on the sheets. Catheter was removed and a new one placed.